Event description:
Customer reports the inform system will not download; also reports discolored connector pin, and the 3rd connector pin from the left is greenish. No quality controls were used. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed that the meter did not download, and that the corroded pins caused an electrical short. Requested return of suspect device and replacement was sent.